Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector on the lcd board unlocked. The insulin pump has minor scratched lcd window, battery tube threads and cracked reservoir tube lip.

Event description:
Customer reports to have experienced keypad anomaly. Customer reports that while attempting a bolus delivery, buttons were not responding. Customer's blood glucose was 140 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.